Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that shortly after they started treatment many issues with the shifting, fit and periodontal disease which didn't not start until after they started treatment. They had worked through treatment off and on many times with their dentist until unfortunately it was recommended to stop treatment all together.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.